Event description:
Healthcare professional reported patient presented with right side "breast swelling". "Fluid accumulation around the implant" was pointed out on echo examination. The fluid around the implant was punctured and examined, showing "collection of cd30-positive t cell lymphocytes" and "large number of cd30-positive and alk-negative large atypical lymphocytes". Pathological markers cd30+ and alk- have been received. The device has been explanted.

Manufacturer narrative:
Additional authors: (B)(6). The events of "bia-alcl" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bia-alcl; "fluid accumulation around the implant."